Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Evaluation determined the cause of the reported issue was a faulty therapy pcba board. The therapy pcba board was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.